Event description:
It was reported that the user experienced recurrent hypoglycemia associated with physical activity while using the ilet bionic pancreas and sought additional training support. Symptoms included lightheadedness. Outcomes included self-treatment with fast-acting carbohydrates without assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no evidence of an insulin delivery failure. It was concluded that the hypoglycemia had an unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.